Event description:
Customer morther called to report the client was admitted as an inpatient to the hosp for high bg of 600. Reports that customer has had problems with no delivery alarms in the past, but the pump did not give any type of alarm when customer bg's were going up.